Manufacturer narrative:
(B)(4).

Event description:
It was reported that air embolism in the vessels after flushing occurred. The target lesion was located in the ostial left circumflex (lcx) artery. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was advanced to visualize the target lesion; however the physician noticed that image was not clear and that halfway through the automated pullback, some unfamiliar noises coming from the pullback were heard. The opticross¿ imaging catheter was then flushed. While pulling the opticross¿ imaging catheter back, air embolism in the vessels were noticed. No further intervention was performed to resolve the air embolism. The physician waited for the air embolism to resolve on its own. The device was completely removed from the patient's body. The procedure was completed with this device. The patient's status was stable.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by manufacturer: device was returned for analysis. Device analysis revealed no issues and the device appeared to be in good conditions. It was observed that the catheter flushed normally, the catheter was able to properly pull back manually and automatically and no connection issues, errors or abnormal sounds were detected during the test. The sled was not returned with the catheter. The test was performed with a control sled in the complaint lab. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that air embolism in the vessels after flushing occurred. The target lesion was located in the ostial left circumflex (lcx) artery. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was advanced to visualize the target lesion; however the physician noticed that image was not clear and that halfway through the automated pullback, some unfamiliar noises coming from the pullback were heard. The opticross¿ imaging catheter was then flushed. While pulling the opticross¿ imaging catheter back, air embolism in the vessels were noticed. No further intervention was performed to resolve the air embolism. The physician waited for the air embolism to resolve on its own. The device was completely removed from the patient's body. The procedure was completed with this device. The patient's status was stable.